Manufacturer narrative:
Event date: exact date unknown, event occurred in months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had not worked in months. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.